Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that on (B)(6) 2019 the surgeon inserted a 13.2mm vicmo13.2, -15.50 diopter, implantable collamer lens into the patient's left eye (os). The lens "unfolded in the wrong orientation." The lens was damaged during removal and back up lens was implanted during the initial surgery. The patient's vision is 6/6 ua. Cause of the event is reported as "wrong orientation of the lens."